Event description:
The event is reported as: complaint alleges: the flow rate did not increase more than 10lpm when using this nebulizer adapter. Defect was discovered during nebulization on a pt. No pt injury reported.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.